Event description:
The patient reported that the up arrow required increased force and several button presses in order to get a response on the keypad. He stated that the issue began a month ago. The keypad was reportedly intact. It was indicated that the patient wore the pump in a case on the outside of his clothing and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. There was evidence of keypad adhesive found under all button contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.